Event description:
The customer reported when rotating batteries out and in for their mrx device, their cadex conditioner, a particular battery does not engage, won't charge, does not show a charge. There was no report of patient involvement.

Event description:
The customer reported when rotating batteries out and in for their mrx device, their cadex conditioner, a particular battery does not engage, won't charge, does not show a charge. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.